Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 4.0 x 38mm ion mr stent delivery system appeared to have been used in a patient and the stent struts were reported as flared. No patient complications were reported and the patient's status is unknown.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 4.0 x 38mm ion mr stent delivery system appeared to have been used in a patient and the stent struts were reported as flared. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device returned to MFR: returned product consisted of a taxus element/ion monorail stent delivery system (sds) with no other devices. There was blood and contrast in the wire lumen. Multiple stent struts were stretched and flared on the tightly folded balloon. There was distal tip damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent and tip damage. A thorough analysis of the returned device could confirm the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).